Event description:
The pt presented to the ER on (B)(6) 2012, complaining of severe abdominal pain, nausea and vomiting. The upper gi endoscopy showed "ulceration and dusky discoloration" of the lesser curvature of the stomach, and suspected to be ischemia most likely due to recent therasphere treatment(s). He had his first treatment (B)(6) 2011 (right lobe), and the second treatment (B)(6) 2011 (left segment 4a and 4b). His gastric arteries were not prophylactically embolized due to the segmental treatment plan and the normal maa scan.